Manufacturer narrative:
(B)(4)

Event description:
It was reported that the readings froze. It was indicated that the patient exposed components to MRI, CT scan, or diathermy treatment, which is off-label usage of the device. No product or data was provided for investigation. Confirmation of the complaint is undetermined and probable cause cannot be determined. No injury or medical intervention was reported.